Event description:
The nurse called to report the customer was being admitted for dka and needed assistance disconnecting the device. Recommended calling back to troubleshoot the pump once the customer is stable.